Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.7. H.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted a supplemental medwatch will be submitted. The reason for reoperation is rupture, hot swollen and has a low grade fever. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side rupture, its hot, swollen and they have a low grade fever. Device remains implanted.